Manufacturer narrative:
(B)(4). Technical support instructed the customer to calibrate the transducer and let it run for a while and if it keeps on drifting most likely the transducer needs replacement. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the map on this device is drifting issue on the 3100 a ventilator. At this time, there is no information regarding patient involvement associated with the reported event.